Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The optic is split/torn from the edge across the center of the lens. Deep scratches are observed, on the optic. A piece of optic edge is broken off where it is split/torn. Power and resolution inspection could not be conducted, due to extensive damage. Associated products were not provided. It is unknown, if qualified products were used. The root cause for the reported events could not be determined. A malfunction has not been indicated, or information provided, that the lens was the cause of the event. Power and resolution inspection could not be conducted, due to extensive damage. The 11.0 diopter lens was replaced with a non-company lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an iol implant procedure, the patient complaint of decreased quality of vision, glare, halos at night and overall was very unhappy with her vision. The lens was later explanted in a secondary procedure. Her distance vision has improved now. The patient was not hospitalized for the event. The prognosis was good and there was no patient harm. Additional information has been requested.